Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. There have been two other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implantation, the shunt is touching the iris. There is no harm to the patient and the shunt remains in the eye.